Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was advanced and deployed in the a2/p2 position. Shortly after deployment, it was noted on transesophageal echocardiogram (tee) imaging that the clip tilted and then was observed to have a single leaflet device attachment (slda). The clip was detached from the posterior mitral leaflet and an mr jet remained lateral to the clip. According to the physician the slda was due to the patient's anatomy. An xt clip was then placed lateral to the first clip for stabilization and to further reduce the mr. However, there still remained mr at the location of the first clip. No further clips were placed for stabilization due to the mean pressure gradient already being at 4mmhg. The procedure was complete with a final mr grade of 2. The echocardiologist suspected that the posterior mitral leaflet was torn at the location of the first clip due to the frailty of the leaflet. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) and tissue injury appear to be related to patient morphology/pathology. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.